Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 . The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high compared to another device (onetouch ultra). The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2016 at approximately 1:07pm, she developed symptom of ¿shakiness¿. In response to the symptom, the patient claimed she tested her blood glucose with the subject meter and obtained a result of ¿5.4 mmol/l¿ and then tested on the other device and obtained a result of ¿3.4 mmol/l¿. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient claimed she treated herself with orange juice and then retested her blood glucose on the other device at 1:39pm and obtained a result of ¿6.4 mmol/l¿. During the follow-up call, the patient stated that she tests her blood glucose 5-10 times a day depending on her daily activity and that her usual blood glucose range is between ¿6.0-8.0 mmol/l¿. The patient stated that she manages her diabetes with humalog insulin (3 times a day with each meal; sliding scale based on blood glucose and carbohydrate count) and lantus insulin (fixed dose once daily at 11:50am). The patient confirmed she increases her insulin by 1 unit when her blood glucose is between ¿7.0-10.0 mmol/l¿, by 2 units when her blood glucose is between ¿10.1-13.0 mmol/l¿ and by 3 units when her blood glucose is between ¿13.1-16.0 mmol/l¿.prior to the onset of the symptom, the patient claimed the last result she had obtained with the subject meter was ¿12.2 mmol/l¿ at 10:50am. The patient confirmed the result was higher than expected and that she administered an additional 2 units of humalog insulin in response. During the follow-up call, the patient attributed the onset of the symptom to having administered ¿slightly more insulin than was required¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.